Event description:
It was reported that the customer had an issue with air bubbles in the reservoir. Customer's blood glucose level was 130 mg/dl. Customer stated that she has been through troubleshooting and had reservoirs replaced but nothing seems to work. Customer sated that the approximate size of the bubbles is about the size of the letter "o" on medtronic form the lettering on the reservoir. Troubleshooting was performed and air bubbles were gone after running a 5.0 fixed prime twice. Customer declined further troubleshooting. Customer was advised to monitor the issue and call back if problems persist. Customer mentioned that bubbles always seem to form on the second day but the bubbles do not move from the bottom of the reservoir. Customer will send back a reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.